Event description:
It was reported that the patient's feet were "messed up." The patient was not sure if the system was not working properly and affecting his balance. The device battery was on and noted to be "ok." The patient was given education on the patient programmer. Additional information was requested.

Event description:
Additional information received reported that the patient denied any problems. In the initial stages of the dbs therapy being turned on, he felt unsteady. His symptoms had resolved and he adjusted to the programming. No abnormal impedances were detected. No hospitalization was necessary and no injury was reported. It was noted that the patient had a dual device system, and it was not specified as to which, or both device(s) was related to the event.

Manufacturer narrative:
Coproduct ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v813689, implanted: (b)*(6), 2012, product type: lead. Product ID: 3387s-40, lot# v813689, implanted: (B)(6) 2012, product type: lead. (B)(4).